Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced poor vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was poor vision. Additional information was received stating that, there was no patient harm.